Manufacturer narrative:
Procedural images: angiogram shows final result of initial percutaneous coronary intervention with two zotarolimus-eluting stents. Optical coherence tomography (oct) shows optimal result without dissection or malapposition at the stent distal edge. Oct shows a dissection behind the stent. Oct shows the longitudinal location of dissection. The dissection tear is located within the stented segment. The dissection is not extended over the stented segment. Angiogram image shows coronary occlusion at the distal stent. Oct shows a circumference coronary hematoma with significant luminal narrowing at the distal of stent edge. Oct shows an entry tear and an extended hematoma behind the stent. "Intramural hematoma due to in-stent dissection causing acute coronary occlusion." Https://doi.org/10.1016/j.jcin.2018.06.038. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was submitted. Coronary pci intervention was carried out to treat the right coronary artery with two zotarolimus-eluting stents, zes 30 x 18mm and zes 30 x 15mm. Final angiography and optical coherence tomography (oct) showed neither stent edge dissection nor significant malapposition; however, a dissection within the stented segment was observed. One hour after the procedure, the patient had sudden chest pain with st-segment elevation on electrocardiography. Repeat angiography revealed total occlusion of the distal stent. Oct after balloon dilatation of the occluded segment showed circumferential coronary hematoma around the in-stent dissection extending to the distal edge of the stent, causing luminal occlusion. An additional zotarolimus eluting stent implantation successfully compressed the hematoma and recovered timi (thrombolysis in myocardial infarction) flow grade 3. No additional procedure was performed to treat the dissection because of the concern for possible distal extension of the injury.